Event description:
It was reported to philips by a customer that the unit had a proximal pressure autozero failed alarm. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the unit had an error failed to zero proximal pressure sensor and was unable to do anything with the unit. The biomed removed the da to check to see if this work clear the error code 110b. The biomed stated that when o2 is plugged into the unit he can hear an air leak from the da board. The rse found that the biomed did not have the da board seated properly. The rse had the biomed seat the da board properly but the biomed stated he still could hear a leak. The rse provided the biomed part number for flow sensor assembly and gds. Further information is pending.

Manufacturer narrative:
The biomed replaced solenoids 3, 4 and da pcb unit still had 110b error. Once the biomed replaced solenoids 2 the reported issue was resolve. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed. Following the repair, the device was placed back into service.